Event description:
During an attempted novasure endometrial ablation the physician suspected a perforation during seating the device. The procedure was aborted. A hysteroscopy was performed and a "perforation at the top right of the fundus" was noted. The physician reported he is certain he perforated the uterus with the novasure device. No treatment was needed and the pt was discharged home.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall then sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not the further dilation is required. The nova sure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).